Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received confirming the patient's implanted leads to be boston scientific product. A revision procedure was performed at which time both leads were surgically abandoned and device explanted. A new competitor system was then implanted. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker and unknown right atrial (ra) and right ventricular (rv) leads exhibited unexpected variations in pacing threshold measurements. Additionally, double signals were observed on the rv lead electrogram with evidence of loss of capture (loc) followed by intrinsic conduction. Boston scientific technical services (ts) suggested possible causes and advised additional testing be performed. The observed loc did not result in any instances of asystole greater than 2 seconds or other adverse patient effects. This system remains in service.